Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377860, lot# v015561, implanted: (B)(6) 2007, product type: lead. Product ID: 377860, lot# v014603, implanted: (B)(6) 2007, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was ¿real off balance¿ one day prior to report. The patient noted that one day prior to report when they ¿cut the stimulator off it was still going but only from the knees down.¿ the patient stated that when they laid on their left side it moved up the left side. The patient stated that it kept them up the night prior to report. The patient did not fall. The patient inquired if they would be ok until the monday after report. It was reported that the patient felt like stimulation was on even after it was turned off. The issue began about six days prior to report. The patient stated that the stimulation sensation was not related to the therapy and would follow up with the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.